Event description:
Event description cpi received information that interrogation of this device found that it had experienced an electrical reset and was not be capable of delivering therapy. The physician elected to explant the ICD. Implant date: 6/4/97 explant date: 10/31/97 months implanted: 4.9